Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning during fill 4 of 5 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the patient removed the cassette. The film on the back of the cassette was not loose. The patient discontinued use of the cycler for the night and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment. The cycler prompted with m31 air detected in cassette warning during fill 4 of 5 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the cassette when the patient removed the cassette. The film on the back of the cassette was not loose. The patient discontinued use of the cycler for the night and was advised to reach out to the peritoneal dialysis registered nurse (pdrn) regarding the incomplete treatment. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.